Manufacturer narrative:
Stryker evaluated the device and was unable to duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. Root cause of the reported issue could not be established.

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device would be inoperable, and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.